Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip appliers are no longer holding clips correctly. Clips are falling out of the appliers; no clips fell inside the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Evaluation of the returned instruments showed that the tips are misaligned to each other both in the open and closed position and the curve of the instrument has been altered and both tips are damaged. Further evaluation of the returned instrument showed that although the tip are misaligned to each other this instrument picks-up but with not a clip as required of its function thus validating this complaint. Further analysis determined that the tip set is currently oversized on the sample. At this time we are unable to determine as to what caused the tips to be damaged and misaligned and for the angle to be altered or the alleged failure of this instrument in the field although mishandling at the customers facility is suspected. All instruments were 100% visually inspected and function tested at the time of manufacture as this is a standardized procedure at this facility. No corrective action required at this time.

Event description:
The clip appliers are no longer holding clips correctly. Clips are falling out of the appliers; no clips fell inside the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The DHR for the instrument in question was reviewed and there were no irregularities found. This instrument was manufactured by teleflex medical as part of a (B)(4) pc. Lot in february of 2008. The complaint sample was not received for investigation therefore the reported defect cannot be verified. The DHR for the instrument in question was reviewed and there were no irregularities found.

Event description:
The clip appliers are no longer holding clips correctly. Clips are falling out of the appliers; no clips fell inside the patient. The patient's condition was reported as fine.